Event description:
The customer reported that during a bilateral inguinal lymph node dissection, the device jaw would no longer open when on fatty tissue. The tissue was cut and released from the jaw with no damage to the tissue. Another instrument was used to complete the surgery without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.